Manufacturer narrative:
The cable got caught in the brake caster. Account repaired the cable to resolve the issue.

Event description:
Account stated the bed had a broken wire hanging down from the right head brake caster area and bare metal is visible. No patient impact.